Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime . Customer's blood glucose was 503 mg/dl. The customer gave herself a bolus. Customer was assisted in performing a 5.0 units fixed prime. The customer stated the insulin did not exit the pump and alarm no delivery. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing. The customer reported that insulin does not exist with plunger push. The customer was advised the alarm was caused by set/reservoir connection. The customer was advised to replace infusion set and reservoir.